Event description:
An ophthalmic surgeon reported that some of the knives in the custom paks have been blunt. There have been no significant effects on any of the patients.

Manufacturer narrative:
Two opened samples were returned. The samples were examined using 10x magnification and both were found to have damaged tips and cutting edges. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company acceptance criteria. Damage to the tip of the blade like that observed can result in perceived bluntness and difficulty penetrating as described by the customer. Similarly, damage to the cutting edge of the knife similar to that observed can result in perceived bluntness of the knife like that reported by the customer. How or when the blades became damaged cannot be determined. The root cause cannot be determined. (B)(4).